Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The patient was reported having magnetic resonance imaging - MRI. Device download failed multiple times. The device was explanted and replaced on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The device had a power-on reset. The reset was not associated with low battery voltage or any high voltage event. The device¿s electrical function was normal. The cause of the reported event could not be determined.